Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) via a patient letter. Pt clarifies that what they meant by getting jolts and sharp pain in the center of their back, that they are receiving shocks from their device, sometimes overstimulation that is better, and pain when they get up after sitting. When asked if there was any additional information pertaining to the cause or if any additional actions will be taken to resolve their issue the patient writes "not on that case, but I did [illegible] that my body feels like extra weight when I'm walking and it is painful and pain where the stimulator is located. When I get up after sitting.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the hcp indicated that the patient has been seen in (B)(6) 2025. They stated that the device is providing good relief for the patient. The patient's muscle spasms and difficulty walking was due to their spinal stenosis. The patient has an open loop therapy and was able to turn down the stimulation. A physical and MRI were done.

Event description:
It was reported that the patient (pt) started noticing the stimulator "did not work as much" and they started having muscle spasms and could not walk.  This had been going on for a couple of weeks.  The pt stated they were scheduled to see their doctor on (B)(6) 2024. They were redirected to see their doctor.  The pt reported on (B)(6) 2024 that they were advised to turn their stimulation off for a couple of days to see what their pain level was at.  When they went to turn it back on (B)(6), they couldn't get it to turn on.  They said they were seeing a message to scan the communicator qr code or enter the serial number manually.  They tried and were then seeing a message that the "number was wrong".  Patient services walked the pt thru locating the communicator serial number.  It was determined the pt had been trying to enter the recharger serial number instead of the communicator serial number.  The pt was able to restart the communicator, they observed the green and blue lights turn on, connected to the communicator with the handset and turn their therapy on.  It was reviewed that everything appeared to be working as intended. They were told to monitor the issue and to call back if the issue persists.  No symptoms were reported against the communicator. Additional information was received from the patient (pt). The pt reported they can't identify any contributing factors, they just got up one morning and started to walk and the pain went down their hip, and their leg and muscle began to tighten and the pt couldn¿t walk with the pain. Pt called their doctor and they did reset the stimulator, lowering the intensity. Pt reported the issue persisted after turning the device off and is not resolved. Pt was advised their surgery [implant] was only 2 months old. Pt reported they would only feel the stimulation when sitting with their arm on the sofa and more at night when in bed lying down on their side for a little while and sometimes would have jolts and sharp pain the center of their back. Pt reported the cause of the stimulator not working as much was never determined, or they were not informed of any problems, but pt does feel there is an issue. Pt reported the issue is not resolved and the issue has changed their physical activity and they do not have a normal walk because of the pain around the stimulator area. Pt keeps adjusting but its not helping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.